Event description:
Procedure performed: single-site cystectomy. The complaint was generated from feedback 7440. This event occurred during a case where dr. [(B)(6)] was assisting dr. [(B)(6)] during a single-site cystectomy. After the specimen had been bagged using a specimen retrieval bag on a stick, the surgeon observed that the seal within one of the 10mm sleeves had dislodged and fallen into the patient. Dr. [(B)(6)] had previously inserted a retrieval bag through a 10mm sleeve and asked dr. [(B)(6)] to use the scope to visualize the abdominal cavity, as he thought that he had dropped a piece of tissue. As they searched for the piece of tissue, the surgeon visualized a large, clear piece of plastic in the peritoneal cavity. The surgeon denied observing the particulate fall into the patient. The surgeon noted that the sleeve did feel different when manipulating the bag through it. The surgeon is not certain when the piece of plastic was dislodged, but states that they believe it happened while using the retrieval bag. The impacted device was not saved for evaluation. An image taken from the laparoscope during the case is attached, shared by dr. [(B)(6)]. Dr. [(B)(6)] could not recall the specific brand or size of the specimen bag that was used during the case but stated that he would verify which bag was used upon return to his facility. Additional information obtained from [(B)(6)] (clinical development) via email on (B)(6)2025: no patient injury or illness occurred. The patient is stable, no injury or change in status. Piece of seal was removed using laparoscopic instrumentation, no further intervention. The event date was 28jan2025. The retrieval bag was not an applied medical device. The piece was retrieved from the patient. The lot number is unknown, and the unit was not saved. Intervention: piece of seal was removed using laparoscopic instrumentation, no further intervention required. Patient status: stable, no injury or change in status.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: single-site cystectomy. Event description: this event occurred during a case where dr. [Name] was assisting dr. [Name] during a single-site cystectomy. After the specimen had been bagged using a specimen retrieval bag on a stick, the surgeon observed that the seal within one of the 10mm sleeves had dislodged and fallen into the patient. Dr. [Name] had previously inserted a retrieval bag through a 10mm sleeve and asked dr. [Name] to use the scope to visualize the abdominal cavity, as he thought that he had dropped a piece of tissue. As they searched for the piece of tissue, the surgeon visualized a large, clear piece of plastic in the peritoneal cavity. The surgeon denied observing the particulate fall into the patient. The surgeon noted that the sleeve did feel different when manipulating the bag through it. The surgeon is not certain when the piece of plastic was dislodged, but states that they believe it happened while using the retrieval bag. The impacted device was not saved for evaluation. An image taken from the laparoscope during the case is attached, shared by dr. [Name]. Dr. [Name] could not recall the specific brand or size of the specimen bag that was used during the case, but stated that he would verify which bag was used upon return to his facility. Additional information obtained from [name] (clinical development) via email on 11feb2025: no patient injury or illness occurred. The patient is stable, no injury or change in status. Piece of seal was removed using laparoscopic instrumentation, no further intervention. The event date was 28jan2025. The retrieval bag was not an applied medical device. The piece was retrieved from the patient. The lot number is unknown, and the unit was not saved. Intervention: piece of seal was removed using laparoscopic instrumentation, no further intervention required. Patient status: stable, no injury or change in status.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a dislodged shield. Based on the provided photograph and description of the event, it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.